Event description:
It was reported that a coil break occurred, requiring additional intervention. The non-stenosed target lesion was located in the mildly tortuous and non-calcified splenic artery. A 3 mm x 12 cm interlock coil was selected for a splenic artery embolization procedure. During the procedure, after reaching the target lesion, coil detachment was attempted. However, the coil did not detach properly. Unraveling occurred while moving not only the delivery wire but also the entire catheter back and forth. Attempts were made to retrieve the coil using a non-boston scientific 2tip straight microcatheter and a snare, but retrieval was unsuccessful. Upon retrieval, fluoroscopic imaging of the abdominal aorta confirmed separation of the interlocking arm on the delivery wire side, which remained within the abdominal aorta. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.